Manufacturer narrative:
The reagent expiration date was 30-apr-2023. Calibration was last performed on 08-mar-2023. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The reagent expiration date was 30-apr-2023. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) adjusted the slightly bent paddle mixer and performed performance checks successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 ii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial ft4 result was > 7.7 ng/dl with flag. The result was reported outside of the laboratory. The physician questioned the result as it did not match the patient's clinical history and the sample was repeated. The first repeat result was 1.51 ng/dl and the second repeat result was 1.51 ng/dl. The repeat results were deemed correct. The reagent lot number is 592754. The expiration date was requested but not provided.